Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident it was determined that no issue was observed. A technical support specialist reviewed the example provided. Upon checking the events report, it was observed that medications were dispensed from the pl-ms-4-a station approximately 30 minutes prior and from the pl-ms-4-c station about 2 and a half hours earlier. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing. However, there were no delay to patient care and adverse events or injuries reported based on this incident.